Event description:
During implant of matrix neuro contour mesh, consultant reports the fsp putty cracked and did not set up properly during application to fill cranial defect. Putty was debrided from the defect and procedure completed with no further problem. This is 1 of 2 reports for this event.

Manufacturer narrative:
The device history records for this product was reviewed and there were no nonconformities related to this complaint event. The investigation could not be completed as no product was returned.